Manufacturer narrative:
The customer reported that when they inserted batteries into the analyzer, it started "smoking and popping". There was no allegation of incorrect results. There was no allegation of patient/user harm. The allegation of "smoking and popping" could not be duplicated, however corrosion was observed in the battery compartment. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported that when they inserted batteries into the analyzer, it started "smoking and popping". There was no allegation of incorrect results. There was no allegation of patient/user harm.